Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. UDI: (B)(4).

Event description:
It was reported that the patient presented to the hospital for a system extraction due to infection. During the procedure under fluoro, externalized conductors on the rv lead were observed prior to the laser being advanced over the lead. No electrical anomalies were detected. The lead was explanted and replaced. The patient was stable after the procedure.